Manufacturer narrative:
Due to the lack of provided batch numbers and models, we randomly sampled a batch from our inventory for investigation. We reviewed the manufacturer's shipping reports, dimensions of the stoppers, production batch records, and simulated transport reports, all of which met the requirements. Subsequently, we will amend the instructions for use to further emphasize the necessity of securely connecting the syringe with the needle.

Event description:
The syringe and needle seperated and vaccine leaked.